Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. Tachycardia therapy was programmed off pending a scheduled lead revision procedure. Subsequently, the patient had an episode of ventricular fibrillation (vf), passed out and required external shock therapy to convert the rhythm. The patient was unconscious and hospitalized. The revision procedure was postponed and would be rescheduled after the patient woke up. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).